Event description:
The lay user/pt contacted lfs on (B) (6) 2010, alleging an error 5 message on their one touch ultramini meter. The pt first noticed the error 5 on the evening of (B) (6) 2010. Since the pt was unable to obtain a reading, the following morning and he went and gave himself 10 units of regular insulin (usual dosage of his diabetes regimen). Approx 30 minutes later after taking the insulin, the pt developed symptoms of feeling dizzy. He did not seek any medical attention or treat himself. The technique of applying blood on the test strip was correct. The test strip was not expired and was in good condition. Customer care advocate (cca) walked the pt through a proper test and the issue was resolved. The pt's meter was replaced. The complaint is being reported since the pt alleged that due to the error 5 message, he took insulin and later developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.